Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device displayed an e6 and the air pump came on immediately. It was determined that both of these failures were most likely caused by a damaged thermistor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had an overheating warning. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.